Manufacturer narrative:
Initial and final MDR (B)(4). Device 3 of 4. E1: patient city: (B)(6). Patient country: spain.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that patient faced infusion set detachment event on (B)(6) 2025. No further information available.